Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient states to his doctor that there was no fall. He realize something happened after hearing a noise and went to the doctor.

Manufacturer narrative:
MDR voided, no adverse event due to this complaint. Additional information received which identified part number (B)(4) as having a breakage which led to the noise. Part number (B)(4) was reported under 301536692-2016-01474.